Manufacturer narrative:
At the visit on site the field service engineer (fse) replaced the gas cylinder, the halogen filter and the emr board. The fse verified the power settings and parameters and successfully completed system verification to specification per service installation record (sir). The root cause can not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an energy error during refractive treatment. Additional information requested.